Event description:
The physician informed boston scientific that could not use the speedband superview super 7 ligator to ligature oesophagus varice, as it was not possible to pull a ring from the tubus. The system was removed from the patient and tried, but still was not possible to pull a ring. It appeared that the 7th band wanted to go from the tubus before the 3rd band. The physician completed the case with another of the same device. The patient is reported to be "stable".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.